Event description:
Coil prematurely detached inside the mc. During coil embolization within the anterior communicating artery aneurysm, coil was inserted into the microcatheter (mc), although there was friction he continued advancing the delivery system toward the lesion, but the friction became enormous, so he withdrew the delivery system from the mc. When removed from the mc, there was no coil attached to the system. The coil was detached and stuck inside the mc. No difficulty was experienced advancing the mc inside the gc into the vessel to the target lesion. Continuous flush was maintained within the mc. No kink/compression was noted on the mc. No other coils were placed prior to this event. No information was available how far the first coil advanced into the mc when friction experienced. The coil was inspected prior to use. When the delivery system removed from the mc, no kink/bend was noted on the delivery system. The coil was detached inside the mc. There was no adverse effect to the patient. The procedure was cancelled, and the lesion was left untreated. The physician is planning to do another procedure in near future to treat the lesion.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet completed. Additional information will be submitted within 30 days upon receipt.